Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/22/2017 with the following findings: during investigation, the pump was discarded before the complaint was made.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) 33 mg/dl with difficulty speaking, cognitive impairment, confusion and a seizure associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump. The patient received a glucagon tablet by a family member and was treated at the hospital with other treatments. It was noted that the pump over bolused. Customer technical support (cts) was unable to determine the cause of the hypoglycemia. Troubleshooting could not be completed at the time of the complaint. This complaint is being reported based on the allegation that the patient experienced hypoglycemia with hospitalization. The pump could not be ruled out as a contributing factor.